Event description:
It was reported the device was not warming and the patient's temperature was noted to be 1.6 degrees below the set temperature (during therapy, blanket/wrap contact surface temperature not warm enough). There was patient involvement, but no adverse consequences or clinically relevant delay in treatment was reported at this time.

Manufacturer narrative:
Upon completion of the investigation it was identified that the event was not due to any component level malfunction and instead due to the therapy selection. This issue was resolved for the customer by explaining the rate for minimum warming therapy selection.

Event description:
It was reported the device was not warming and the patient's temperature was noted to be 1.6 degrees below the set temperature (during therapy, blanket/wrap contact surface temperature not warm enough). There was patient involvement, but no adverse consequences or clinically relevant delay in treatment was reported.